Event description:
It was reported that the patient was experiencing weakness in the legs and lack of bladder control after a lead replacement procedure (MFR. Report number: (B)(4). The cause of these symptoms were unknown. The patient was hospitalized and computed tomography (CT) scan was performed. The patient remain confined in the hospital for observation. Additional information was received that the physician believed that patients symptoms of weakness in the legs and lack of bladder control were not device related. The patient is still being monitored in a rehabilitation facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 7074169.

Event description:
It was reported that the patient was experiencing weakness in the legs and lack of bladder control after a lead replacement procedure (MFR. Report number: 3006630150-2021-02867). The cause of these symptoms were unknown. The patient was hospitalized and computed tomography (CT) scan was performed. The patient remain confined in the hospital for observation.